Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The implanted mitraclip referenced is filed under another manufacturing report #.

Event description:
This is filed to report the loose release crimper found during device analysis. It was reported that this was a mitraclip procedure to treat grade 3 functional mitral regurgitation (mr). The first clip delivery system (cds) was inserted into the left atrium, but it would not open. The cds was removed and replaced with another cds. One mitraclip was implanted, but did not reduce the mr. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported clip actuation issue. Returned device analysis identified a loosened release crimper. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The potential product issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.